Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that an intraocular lens (iol) handpiece injector cracked the iol cartridge during a procedure. The procedure was completed. The patient experienced a larger wound opening and wound leakage. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative reported ¿during iol implantation the injectors are cracking the cartridge.¿ additional information has been requested but has not been received. The company service representative examined the injectors and determined that all three found, would require replacement, one of which was determined to have had a bent tip. The root cause cannot be determined conclusively. (B)(4).